Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling okay, but then this morning her ins started hurting really bad at the implant site and it was kind of hot. The patient stated that it hurt when she would sit, get up, when walking, and when bending down. The patient mentioned that she had been putting peroxide over the stitches to help with the healing. The patient reported that it had never been like this before and it hurt even when she touched the area. The patient was redirected to their health care professional. The patient also reported that she tried to increase stimulation because she was going to the bathroom too much and it was uncomfortable in her uterus like pins were poking her. The patient noted that it didn't hurt now because they decreased it. Trouble shooting resolved the uncomfortable stimulation. There were no further symptoms or complications reported or anticipated.